Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted transformer, designator t1.

Event description:
The customer contacted physio-control to report that their device had service indicator present and had failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that there was no pacing or AED functionality due to paddles lead ECG being inoperative. As a result, defibrillation would not be available if it were necessary.